Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a vessel dissection occurred. Vascular access was obtained via the femoral artery. The 38 mm x 2.8 mm, concentric de novo target lesion was located in the severely tortuous and mildly calcified proximal to mid left anterior descending artery. Following predilatation, significant resistance was encountered while advancing a 2.75 x 38 mm promus element drug eluting stent and a vessel dissection was noted distal to the edge of the stent. The stent was removed and a 2.75 x 38 mm promus element stent was implanted to bail out the patient. No further patient complications were reported and the patient status was stable.